Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol modified kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an incarcerated hernia. A kugel patch was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove the mesh. During the procedure it was found that the mesh had separated from her abdominal wall and a ball of mesh was found in her abdominal cavity, causing the hernia to reappear. Patient was injured severely and permanently. As alleged, patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective kugel patch.